Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Leading up to the event, the patient received an m31 air detected in cassette alarm during drain two of eight of their therapy. The patient had drained 155ml of an expected 2000ml at the time of the reported alarm. During troubleshooting, there was nothing noted with the supplies or the setup that could have caused or contributed to the alarm. A technical support representative advised the patient to re-setup with new supplies and call back if additional problems arose. Upon attempting to start their next therapy, the patient received a not enough supply bags for total treatment message followed by a heater bag not detected message. A technical support representative was again contacted and troubleshooting steps were unable to resolve the alarms. At this point, the patient mentioned that they had discovered fluid within the cassette compartment of the cycler upon removing their previous supplies. The patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient did not plan to do treatment that night. A replacement cycler was scheduled to be delivered to the patient. At this point in time, there was no report of patient injury or medical intervention required as a result of the reported event. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.